Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-633a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context.

Event description:
It was reported that during a bph surgical procedure fiber at 263,000 joules and 27 minutes "tip rupture" was observed. The case was completed using an alternative procedure (turp) . Stable patient outcome reported.